Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional reported that the cause of death was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had passed away on (B)(6) 2017 due to breast cancer with brain metastasis. It was stated that the cause of death was "probably not" related to the device or therapy, but they didn't know for sure. It was noted the device components were in the patient's brain so they were unsure of the relation. The consumer had said that the patient lost mobility, lost coordination in their limbs, developed muscle weakness, and started falling prior to being diagnosed with breast cancer. No further complications were reported/anticipated.